Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported thirteen days post implant that the patient received six shocks from the right ventricular (rv) lead for what appears to be oversensing of the atrium. The rv lead exhibited high rv capture threshold and had two t-wave oversensing (twos) episodes. Additionally, there was double counting due to p-wave and r-wave sensing which lead to the inappropriate therapy. It was found that the rv lead had dislodge into the tricuspid annulus. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.